Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the date device returned to manufacturer was documented as 11/30/2018 in the initial report and has been updated as 11/27/2018. Investigation summary: the scope was received and evaluated by the supplier. Functional observation revealed that the image was cloudy or foggy, resulting in poor image quality when viewing through the eyepiece, confirming this complaint. Additionally, the tube was reported bent, distal tip, objective and optics were reported damaged by the supplier. The following repair tasks were completed to restore to correct specification: internal scope cleaning complete, replaced the objective window, replaced the objective, autoclave service complete. The root cause for this complaint can be attributed to repeated use and/or improper handling of the scope by the end user. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within these device families as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the scope was received and evaluated by the supplier. Functional observation revealed that the image was cloudy or foggy, resulting in poor image quality when viewing through the eyepiece, confirming this complaint. Additionally, the tube was reported bent, distal tip, objective and optics were reported damaged by the supplier. The following repair tasks were completed to restore to correct specification: internal scope cleaning complete, replaced the objective window, replaced the objective, autoclave service complete. The root cause for this complaint can be attributed to repeated use and/or improper handling of the scope by the end user. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within these device families as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep that during pre-surgery to an unknown procedure, it was observed that the scope appeared cloudy. There was no delay in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.